Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. Where available, a device failure analysis will be submitted as a f/u report.

Event description:
The explanted vorp 39920 was received at med-el headquarters on (B)(6) 2013. To date no further info has been received.